Event description:
G2 ivcf placed in 2007 found to be multiply fractured with fragments retained locally as well as in right ventricle and right pulmonary artery. Pt experiencing chest pain. Filter removed with forceps and retained fragments removed with forceps (ivc) and snares (rv/pa). FDA safety report ID # (B)(4).